Manufacturer narrative:
The cause for the non-reproducible advia centaur cp troponin ultra result is unknown. Service was sent on site and proactively replaced the pump tubings, acid probe, base probe and cleaned the luminometer. A sample was run in replicates of 6 and showed acceptable precision (%cv = 2.13%). No conclusions can be drawn. Quality control results are within range. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed an elevated advia centaur cp troponin ultra (tni ultra) result that was discordant compared to a repeat test result on the same system. A subsequent sample from the same patient was negative on the advia centaur cp tni ultra assay as well. There are no reports that treatment was altered or prescribed based on the elevated troponin result. There are no reports of adverse health consequences based on the discordant advia centaur cp tni ultra result.